Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during surgery, ophthalmic viscoelastic solution did not come out and three of the ophthalmic cannula needles were stuck consecutively. Surgery was completed with an alternative cannula. There was no patient harm.

Manufacturer narrative:
One opened cannula in a bag was received for the reported issue that the chemical solution did not come out of the cannula. The returned sample was visually inspected and was found to be nonconforming, with foreign material at the tip of the cannula. The cannula was sent for particle analysis. The particle analysis found the foreign material to most closely match viscoelastic. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The evaluation confirms the cannula was occluded as reported by the customer. The particle analysis found the foreign material to most closely match viscoelastic. Viscoelastic is not a material that is used in the cannula manufacturing process or in the packaging process of the cannula. How and when the cannula tip got dried viscoelastic in it cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Non-conforming product is removed from the lot. The inspection includes any visual nonconformances. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).